Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: a review of the black box indicated reboots had occurred. There was no physical damage to the battery cap or batter compartment. The pump powered on normally to the verify screen with functional auditory and vibratory features. The pump casing was removed and no internal defects were found. The complaint of no power could not be duplicated on investigation.